Event description:
The customer received questionable free thyroxine (ft4) results for multiple patient samples that did not fit the clinical picture of the patient from the analytical e module analyzer serial number (B)(4). The results were questioned by the physicians and were repeated by other methodologies. Data was only provided for one patient sample. The specific date of the event was unknown. The initial ft4 result was 28.3 pmol/l. When the sample was treated with "heterophilicab", the result was 23.3 pmol/l. When tested by the brahms method, the result was 11.7 pmol/l. Additional results from (B)(6) 2014 were provided. The ft4 result was 31.03 pmol/l and when treated with "heterophilicab" the result was 23.29 pmol/l. It was unclear if these were from the same patient sample. The brahms method result was reported outside the laboratory. There was no adverse event. Interference in the sample was suspected.

Manufacturer narrative:
This event occurred in (B)(6). Refer to the medwatches with (B)(6) for the tsh assay and (B)(6) for the ft3 assay.

Manufacturer narrative:
A specific root cause could not be identified as no sample could be provided for further investigation.